Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer stated that the insulin pump was been exposed to moisture. Customer's blood glucose reading was 89 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.